Manufacturer narrative:
The lead exchange operation was performed on (B)(6) 2024 and the lead was discarded at the hospital. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Abnormal resistance values confirmed at hm. There was no noise contamination, but both impedance and threshold values were gradually increasing. The same day, the patient came to the hospital for a check-up and, as with the hm, no noise was identified, but the impedance and threshold values were high. Lead replacement surgery to be performed at a later date.